Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was received for evaluation. The root cause of the low pump flow was the observed cannula kink; however, a root cause for the kink could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Low flows of 1.7l/min were reported within an hour of insertion of impella. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.